Manufacturer narrative:
Concomitant products: dtba1d1 crtd, implanted: (B)(6) 2014.

Event description:
It was reported that a systemic infection occurred. The patient was treated with antibiotics and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted. The device system will be replaced at a later date once the infection has cleared. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.